Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was admitted to the hospital on (B)(6) 2012 due to a blood glucose (bg) excursion. The bg read high on the meter. The patient had nausea and blurred vision. The patient was treated with an insulin drip and discharged from hospital on (B)(6) 2012 on manual injections. Discharge bg value not available. The reporter stated that the patient was off the pump for a day and a half due to pump damage. The battery cap did not secure per IFU and there was no power to the pump because the battery cap did not stay on due to the battery cap threads being stripped and worn. This report is being made because the patient experienced a bg excursion while on insulin pump therapy.